Manufacturer narrative:
Device br15003 was analysed for investigation purposes. It was confirmed that a software communication issue occurred. A software bug was identified. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, three software communication errors occurred. A surgery delay of less than 30 minutes was reported.